Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a fingerstick blood glucose of 468 mg/dl and a reported peak of 593 mg/dl during the night, persisting for several hours; the user changed the infusion set to a different lot and did not use backup therapy, and the event occurred in the context of recent corticosteroid injections. Symptoms included feeling woozy and tired. Outcomes included no hospitalization, no professional medical intervention, and recovery with subsequent glucose values reported as normal and in range. Investigation included troubleshooting and education provided to the user, including assistance with a software update, and review of potential contributing factors such as infusion set performance and recent steroid use. Investigation of this case revealed that the cause could not be determined, though improper insulin delivery related to the infusion set or steroid-related insulin resistance were considered. It was concluded that the event was consistent with hyperglycemia of unclear cause with no lasting adverse effects and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.